Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that he was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 660 mg/dl. Customer reported symptoms related to their high blood glucose levels included back ache and labored breathing. Customer was treated with an insulin drip. Customer was wearing the pump at the time of emergency room visit. However, the customer was disconnected from the pump by health care professional. The hospital stated that the customer's high blood glucose levels may have been caused by the back pain, or the back pain could have been caused by gastroparisis. Customer was not able to troubleshoot at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.